Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected prime or fill anomaly or error 23 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed error and had prime anomaly. The insulin squirting out or continues to drip after motor stops during the fill tubing or manual prime process. The customer was unable to exit the load reservoir process. The insulin pump again alarmed error. Customer reported they were able to clear but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.